Event description:
It was reported that stent damage post deployment occurred which required additional intervention. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. Following pre-dilation with a 2.50 x 14mm non-boston scientific (non-bsc) balloon, a 4.00 x 20mm synergy megatron drug-eluting stent was advanced and deployed without any issues. However, after post-dilation with a 4.5mm nc balloon catheter, the stent experienced severe deformation with one half of the stent tightly crumpled and the other half excessively stretched. Due to incomplete coverage of the lesion, the procedure was completed by overlapping with an additional 4.0mm non-bsc stent. There were no patient complications, and the patient was stable but needed a few days of follow up.